Event description:
Citation: x-a long, chuan-zhi duan et al. Onyx 18 embolisation of dural arteriovenous fistula via arterial and venous pathways; preliminary experience and evaluation of the short-term outcomes. The british journal of radiology, 85 (2012) e395-e403. Medtronic (covidien) received the following report through review of literature: a small amount of onyx 18 was migrated into venous sinuses in two non-cavernous dural arteriovenous fistula (ncsdavf) cases; however both of them remained clinically asymptomatic. One ncsdavf recurred after 3 months and was successfully re-embolised.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc3587089. The onyx was not be returned for analysis as they were consumed in the event; therefore the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).